Manufacturer narrative:
Findings: pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. (B)(4).

Event description:
It was reported that the customer had a scratches on the screen of the insulin pump. The customer's blood glucose level was unknown mg/dl. The scratches are in the center of the screen that goes from the top to the bottom and then there are smaller ones. The customer stated that the screen is sometime difficult to read because of the scratches. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction. The patient was advised that the insulin pump need to be return.